Event description:
The zenith aaa endovascular graft aaa ancillary component main body extension was deployed successfully. As the dilator was being removed, the sheath remained. The pt experienced a lot of blood loss through the valves of the sheath. (1820334-2012-00214) the physician then deployed another device and the same event occurred. (1820334-2012-00215) received info by the area rep: (B)(6) 2012, the procedure date was (B)(6) 2012. The pt did not have to have a reintervention nor did they have to receive blood. The customer simply states that they are familiar with the normal expected amount of blood loss from these sheath valves and they felt the blood loss from these two lots to be excessive.

Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leaks are not specifically addressed in the IFU. Event eval: still under investigation.